Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation:visual analysis of the returned device identified: weight to the spec, crease flat and white particle in the shell. Cloudy was observed after autoclave disinfection process. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.